Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all the information received. The device was available for evaluation. Visual inspection noted that the reload was partially fired with the interlock engaged. The jaws were open. Staple pushers were visible at the 3cm cut line. Functional testing found that the reload was loaded into a representative instrument. The interlock was overridden and the reload was applied to test media. All remaining staples were replaced, and test media were cleanly transected. The interlock was tested and found to function properly. Analysis of the reload data found the reload had experienced the maximum firing force. It was reported that the device partially fired. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may have occurred when the firing button has been partially compressed and then the open button was pressed after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time. It was also reported that there was excessive load detected during use. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant medical products: sigtrsb60axt, sigtrsb60axt 60mm xtr thk reinforced rel (lot#n4j1781y); sigtrsb60axt, sigtrsb60axt 60mm xtr thk reinforced rel (lot#n4j1781y); sigphandle, sig power sigphandle handle (serial#unknown); sigadaptxl, sig power sigadaptxl linear xl adapter (serial#unknown); egiauxl, egiauxl endogia ultra univ xl stapler (lot#unknown); egia45axt, egia45axt egia45 artic extra thicksulu (lot#unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, during stapling of the stomach, an excessive load was detected with the first three reloads using the powered stapler. The first three reloads also partially fired. The surgeon used a manual handle with a new reload, however the handle has an issue which is cracking handle and the reload did not complete the 45 mm firing. The surgeon manually sutured the tissue to resolve the issue. The surgical time was extended by 30 minutes.